Manufacturer narrative:
According to the available information the inflatable penile prosthesis was revised on (B)(6) 2021. The patient was previously implanted, and a true lock plug was used to cap off tubing to one cylinder. Upon inspection of the device inside of the patient, it became clear that the true lock plug had detached from the tubing where it was originally placed and popped off into the patient. Examination of the returned component revealed no abnormalities that would have contributed to the report of detachment. However, because examination of the returned component may not conclusively confirm or disprove the report of detachment, quality accepts the physician¿s observations of such as the reason for surgical intervention. As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.

Event description:
According to available information, patient was previously implanted and a true lock plug was used to cap off tubing to one cylinder. Upon inspection of the device inside of the patient, it became clear that the true lock plug had detached from the tubing where it was originally placed and popped off into the patient. No other adverse patient effects were reported.